Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the retrieval sheath of the filterwire got caught on the stent. The moderately tortuous target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During carotid artery stenting, it was noted that the retrieval sheath of the filterwire was caught on the proximal edge of the implanted carotid wall stent. Also, it was noted that the guidewire component of the filterwire was not in contact with the stent. After several attempts of repositioning, the retrieval sheath was able to free itself and crossed the implanted carotid wall stent. The device was completely removed from the patient's body. It was found out that the distal portion of the retrieval sheath was kinked. The procedure was completed with this device. No patient complications were reported.